Manufacturer narrative:
Product not returned to manufacturer. Lot code not provided to manufacturer. Conclusions: device not returned - no evaluation will be performed.

Event description:
Patient had 3 central lines: 1 PICC, 1 subclavian, and 1 dialysis catheter and all of them showed yellow eschar slough under the chg gel pad. The PICC line was removed and placed in another location. Discontinued use of the dressing.